Event description:
Procedure: "bypass." Reportedly, after firing the stapler, it was not possible to open the stapler jaws. The tissue was stuck in the device. It is not known how the device was removed, however, there was no injury to the patient reported.